Event description:
Cosgrove flexiclamp broke during use while case was underway. Cosgrove, clamp removed from surgical field and replaced. Chest x-ray taken. Chest x-ray negative. Doctor present and aware of chest x-ray results.

Event description:
Add'l info rec'd from MFR 6/25/2004: cable separated at handle while clamping pt beads went everywhere. Pt received two x-rays, once during surgery and once after surgery. No beads were found in the pt. 31 beads were located. Another clamp was used to continue surgery. Additionally, spoke to cardiac service coordinator, who stated while during a cvg on a pt the clamp broke. They were getting ready to cross clamp the aorta when the cable separated from the clamp causing the beads to go all over the place. A second clamp was used and the case was completed without further incident. However, the pt received two x-rays, once on the or bed and once on the stretcher. No beads were found inside the pt. The pt is reportedly doing okay. The cable was still attached to the jaw end of the instrument, but not to the handle end. The cable itself appeared intact without visible damage. The braze operation utilized for connecting the cable of the instrument to its end fitting was complete. However, the condition of the cable or other mitigating factors may have limited the amount of residual braze material that adhered to the cable or end-fitting. It cannot be determined if the condition worsened over time or not. The condition of the instrument as received does not lead co to believe that it could have passed the final quality checks that were in place at the time of manufacture. Based on this fact, it is concluded that some breakdown or wear of braze material may have occurred. Cardinal health received info about the event described in the medical device report on march 11, 2004. The medical device report was submitted by cardinal health to FDA on april 9, 2004. The device has been returned to the customer. Prior to its return, a root cause analysis was performed. There has been one non-related change to the device. In june 2000, a modification was made to part number 31-300-826 threaded eye fitting. The most probable root cause for the event was due to an insufficient braze material adherence to the cable or fitting in the cable/fitting interface area or a break down of the braze material from unanticipated use or handling.